Event description:
It was reported that on (B)(6) 2013, approximately 2.5 years post 3.0x28mm xience v stent implantation in the proximal left anterior descending coronary artery, the patient experienced unstable angina and was hospitalized. On (B)(6) 2013, percutaneous coronary intervention was performed to the target lesion. On (B)(6) 2013, the event was noted to be resolved and the patient was discharged. On (B)(6) 2013, the patient experienced unstable angina and was hospitalized. On (B)(6) 2013, percutaneous coronary intervention was performed to the target lesion, resolving the event and on (B)(6) 2013, the patient was discharged. On (B)(6) 2013, the patient experienced unstable angina and was hospitalized. On (B)(6) 2013, percutaneous coronary intervention was performed to the target lesion, resolving the event and on (B)(6) 2013, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. However, there were no reported device malfunction or product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.